Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) was diagnosed with cardiac tamponade due to effusion which was caused by the surgical implant. As of the moment, no interventions were made. This device still remains in service. No additional adverse patient effects were reported.